Event description:
During routine testing of the device at the service center, the user reported the lug on the hematocrit saturation and thumb wheel from the printer were both broken. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.